Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during an vacuum assisted breast biopsy procedure, the device allegedly had a suction issue and failed to obtain samples. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biospy probe was returned for evaluation. During evaluation foreign material was noted on the trocar tip, probe was bloody and no other anomalies were noted. The returned device was functionally tested using the in-house driver and calibrated successfully. The returned device failed the maximum vacuum testing and vacuum differential testing. The device was able to obtain six samples during functional testing. Therefore, the investigation is confirmed for the reported suction issue and identified filling and foreign material issue. However it is inconclusive for the reported sampling issue as the suction issue may have led to the reported sampling issues. The definitive root cause for the identified foreign plastic fragments, filling problem and reported suction and sampling issue could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021), g3 h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an vacuum assisted breast biopsy procedure, the device allegedly had a suction issue and failed to obtain samples. It was further reported that another device was used to complete the procedure. There was no reported patient injury.